Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. The sample returned showed a partial separation of both wings on the top at the welding with the load ring. The partial separation of the wing at the welding with the load ring may occur during handling and does not have any effect on the product properties and functionality.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a ventral hernia procedure and mesh was used. The mesh ripped while trying to suture it to the abdominal wall. The procedure was completed using another like device. There were no adverse patient consequences.